Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 15-nov-2018 with the following findings: evaluation revealed a dim, discolored display. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a dim, discolored display. The pump powered on with blank display. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2018.